Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose mg/dl and insulin history are as follows:(B)(6), time: 7:53am, bg(mg/dl): 182, bolus(u): 2.20; (B)(6),10:26am, 458. The pod was deactivated and she noticed the cannula appeared to be slightly bent.